Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent unexpected reset occurred. The customer's blood glucose level was 80-85 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Multiple attempts were made to follow up with the customer; however, no response was received.